Manufacturer narrative:
Sechrist technical service manager determined the failure to be with the component 21437 - back plate, assy not being calibrated and shipped customer a new, calibrated back plate, assy to install on their millennium ventilator and provided the customer with a return material authorization (RMA) to return the back plate, assy but it has not been received. Customer is located in the (B)(6). This failure mode is mitigated through labeling and/or instructions in the manual that would allow the user to detect the problem and preclude the device from use. Prior to each clinical use it is recommended that the device receive performance verification. This report was submitted to the FDA to comply with MDR malfunction notice 76 fr 12743 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. A device history record (DHR) review was performed. Millennium ventilator pn's 23065-1/ 20409-1 serial number (B)(4) was manufactured on 06/01/2005. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue.

Event description:
The customer ordered and received the back plate assembly and installed it onto the millennium ventilator. However, when they turned on the unit an error message e03: cm eeprom fail came up. This was discovered during regularly scheduled testing, no patient involvement or injury occurred.